Event description:
The report received from the affiliate states that there was a crack in luer hub. The crack was noticed during the procedure. The stent could not be deployed and was exchanged for a new one. As per the qualrap, no add'l info is available.

Manufacturer narrative:
The products has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.